Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Health professional reported left side pain and hardening. Additional event of lump/nodule is not device related. Healthcare professional additionally reported " patient with local pain, induration compatible with baker grade IV. Recall and a cyst." Healthcare professional later reported " redness, pruritus." The device remains implanted.